Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, there were no power issues observed in the black box. There was no damage to the battery cap or battery compartment. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no alarms occurring. The pump case was found to be cracked near the top right corner of the display. There was moisture found within the display. The pump lens was cracked in the case. The pump was opened and there was moisture damage found on the printed circuit board.